Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse cleaned and lubricated incubator and rotor and found beads in incubator. Fse cleaned debris off of bottom of the detector, cleaned wash probes to allow retraction, then adjusted wash probe heights, sample z-axis at dispense lane and incubator, and cup transfer y-axis alignments at incubator and sample loader. Fse verified all other sample nozzle and cup transfer alignments, verified temperatures, cleaned waste chutes, cleaned sample nozzle and performed clot detection and leak check. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was beads in incubator.

Event description:
On (B)(6) 2016, a customer reported error 4271, incubator home error with their aia-900 analyzer. The customer is unable to run ckmb and ctni2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb and ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.